Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexi1987 showed one other similar product complaint from this lot number.

Event description:
It was reported by the facility prior to the procedure, when the line was flushed it allegedly leaked at the proximal end.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use related. The product returned for evaluation was a 3fr perqcath PICC. No blood or usage residue was observed, the catheter had not yet been trimmed, and the stylet had been completely pulled out of the t-lock assembly. The stylet was not returned for evaluation. Gross visual evaluation of the catheter revealed a very small (~1 mm) longitudinally-aligned hole in the catheter at the edge of the molded strain relief. Microscopic examination of the hole revealed that the exterior surface was jagged, granular, and extended below the molded strain relief which indicated that the damage originated from the catheter interior. The hole was then segregated from the catheter and bisected to inspect the inner catheter surface. Microscopic examination of interior surface revealed much more extensive damage than was apparent from the exterior of the catheter. The damage was jagged, highly granular, and linearly oriented. These damage features are characteristic of roughly withdrawing the stylet and/or not wetting the stylet prior to withdrawal. Proper withdrawal instruction is provided within the body of the IFU and cautions and precautions are also provided to avoid this type of issue.

Event description:
It was reported by the facility prior to the procedure, when the line was flushed it allegedly leaked at the proximal end.